Manufacturer narrative:
Unit received with blank display, problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify failed batt test, low battery, unexpected battery power loss due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.